Event description:
I'm on support oxygen due to copd. O2 is supplied from an o2 bottle thru a valve made by precision medical. The valve in question is easypulses. This valve is not working correctly. In the middle of the night and I almost did not recover from lack of correct supply. Valve no longer pulses oxygen and gave me too much. I called company and they were rude and uncaring. I believe the company has upgraded their valve but never let the supplier or consumer know that it has a defect.